Event description:
The following was reported to davol: it was reported the surgeon was using a ventralight st w/echo device during a laparoscopic ventral hernia repair procedure. Reportedly, the device was positioned and just prior to fixation a loud pop sound was heard and the balloon assembly was no longer inflated. The surgical staff tried to re-inflate the balloon with no success. The surgeon placed four anchor sutures, the balloon assembly was removed and fixation was completed with a tacking device. Contact confirmed there was no patient injury or adverse outcome associated with the malfunction. As reported the problem experienced by the user resulted in a 1-hour extension to the case.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification, without discrepancy. The device was discarded by the user facility, therefore a sample evaluation could not be performed. To date this is the only reported complaint for this manufacturing lot of (B)(4). Based on the information provided and not having the device returned for evaluation, we are unable to determine a root cause for the reported product problem. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.